Event description:
It was reported that a 6f angio-seal vip was selected for use, post left heart catheterization. The puncture was in the right femoral artery (rfa). The angio-seal was successfully deployed and hemostasis achieved. Sometime later (exact date unk) the pt was admitted to another facility and experienced either a pseudoaneurysm or occlusion in either the rfa or right femoral vein (rfv). Reportedly, the physician hit the vein often while accessing the femoral artery, but there were no immediate problems. No additional info was made available. The incident date is month specific.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. One electronic radiographic image was received with the complaint. This very poor quality image was labeled with the pt ((B)(6)) and may represent a contrast injection of the lower pelvic region. The image was not printable. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.